Event description:
It was reported that the customer's insulin pump kept alarming cisplayable history crc check failed on startup. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the alarm occurred during normal use. Explained that the alarm was normal insulin pump behavior. Customer also mentioned receiving battery out limit alarms. Advised that the alarm occurred because she took the battery out of the insulin pump. Customer declined troubleshooting for the battery out limit alarm. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.